Event description:
The user's father reported that when the user was first activated on (B)(6) 2022 the audiologist observed abnormal in situ measurements.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The father reported that when the user was first activated on (B)(6) 2022 the audiologist observed abnormal in situ measurements. The user was re-implanted.